Manufacturer narrative:
The insulin pump was received with a blank non-flashing white lcd display due to cracked lcd glass. Unable to perform the self test and the displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the crack on the screen and it was not longer readable. The customer¿s blood glucose level was 200 mg/dl at the time of incident. The insulin pump will be returned for analysis.